Event description:
It was reported by an aci sales professional that an 80+ year old female pt underwent an intervention catheterization procedure (date unk) and developed a pseudoaneurysm (psa) which was treated with a thrombin injection. Aci sales professional made several attempts to obtain info from the physician and the hosp staff but no further info (including pt, procedure or f/u details) could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.